Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned but not in the original package. The part was measured and verified to be a hahn tapered implant 4.3 mm x 10 mm (70-1154-imp0010). Complaint investigator measured the critical parameters against dwg 3025786 rev 2.0 from DHR and found no deviation. The returned implant had no defect or non-conformity and the threads were intact. The internal feature was fine. Very minimal bone debris was present from the implant. Root cause: probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Per obtained information, the doctor created bigger osteotomy site and attempted to accommodate different size of implants. Probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Per obtained information, the doctor created bigger osteotomy site and attempted to accommodate different size of implants. IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in implant placement section: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability. The IFU also contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Event description:
It was reported that the hahn tapered implant failed. The patient bone grade is noted as grade ii. The patient presented on (B)(6) 2017 for primary implant placement on tooth #18. The implant (hahn tapered implant 04.3 x 10mm) would not torque. This implant was removed. The provider notes that a wider osteotomy was made to accommodate the hahn tapered implant (05.0 x11.5mm). The device was removed as it lacked stability.